Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 600 mg/dl and the customer is currently in the hospital. Customer stated that his insulin pump is not delivering insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Bent cannula was noted during the call. Insulin flow blocked and low battery alarms were also noted in the alarm history. Customer stated that they would call back to perform the high pressure test. Device is not being returned.